Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and it was observed that the gripper line was unable to be removed from the cds. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. All available information was investigated and the reported difficulty removing the gripper line was likely due to user technique. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper line was difficult to remove. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The first clip was implanted without issue. A second mitraclip delivery system (cds) was advanced to the mitral valve. The clip was deployed on the mitral valve leaflets without issue; however, when removing the gripper line from one end, the other end of the gripper line disappeared into the gripper lever port. Approximately, 10-20 cm, of the gripper line was removed when resistance was felt and the gripper line could not be removed. The cds was removed from the steerable guide catheter and the gripper line was able to be removed. A total of two clips were implanted, mr was reduced to 1-2. There were no adverse patient effects and there was no clinically significant delay. The patient remained stable. There was no additional information provided.